Event description:
It occurred during the nurse's preparation to insert spsof. Kink occurred in the pigtail when the nurse inserted spsof into the g/w. (B)(4). So they used another spsof without changing the wireguide (B)(4). Did any section of the device remain inside the patient body? No. Did the patient require any additional procedures due to this occurrence? No. Did the product cause or contribute to the need for additional procedure(s)? No. Were there any adverse effects on the patient due to this occurrence? No. Did the product cause or contribute to the adverse effect(s)? No.

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Information recieved on 21-june-2022: "user error: so they used another spsof without changing the wireguide. Off label use: spsof used in cbd."

Manufacturer narrative:
Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the zimmon pancreatic spsof stent of unknown rpn and lot number in this complaint was not available for evaluation. This file is related to pr 364665 (report reference number 3001845648-2022-00372) which captures the kink in the pigtail of the original device use. (Rpn: spsof-5-3). This complaint captures the off-label use of the zimmon pancreatic spsof stent which was placed in the common bile duct and the user error of an incorrect sized wireguide. (Rpn: unknown) lab evaluation: n/a. Image review: n/a. Document review including IFU review: as the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zimmon pancreatic stent devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the device was used off-label, outside its intended use stated in the instructions for use (ifu0055-4) "this device is used to drain obstructed pancreatic ducts" and in the notes section ¿do not use this device for any purpose other than stated intended use.¿ as per information reported, the device was used in the cbd (common bile duct). It may be noted the device label indicates a 0.035¿ wire guide for use with this device and all simulated use testing to date has been completed using a 0.035¿ wire guide. As per the information reported a 0.025" wire guide was used which is user error due to the use of a non-recommended wire guide with the device. Root cause review: a definitive root cause can be attributed to the off-label use of the device, when the device is used outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. In this complaint, the zimmon pancreatic stent was used in the common bile duct which is off-label use as per the IFU. The user error of the incorrect sized wireguide is secondary to the off-label use. Summary: complaint is confirmed based on customer testimony. According to the information reported, the patient did not experience any adverse effects. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.